Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle cap was loose inside the unit packaging, which was found damaged and "bloated" during use. Lot #'s 8247787, 8233931, and 8015797 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from german to english: "foils allegedly bloated / protective caps loose."

Manufacturer narrative:
H.6. Investigation: two sealed 31g x 8mm pen needle samples from lot. No. 8247787, one sealed 31g x 8mm pen needle sample from lot. No. 8015797 along with forty six sealed 31g x 8mm pen needles from lot. No. 8233931, cat. No. 325105 were returned. Visual examination and a functionality test was carried out on all returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Correction: additional lot numbers were provided by the customer. The following fields have been updated: describe event or problem: it was reported that the bd micro-fine ultra¿ insulin pen needle cap was loose inside the unit packaging, which was found damaged and "bloated" during use. Lot #'s 8247787, 8233931, and 8015797 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from german to english: "foils allegedly bloated / protective caps loose" there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8247787. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-04. Medical device lot #: 8233931. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-04. Medical device lot #: 8015797. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-04.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle cap was loose inside the unit packaging, which was found damaged and "bloated" during use. Lot #'s 8247787, 8233931, and 8015797 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from german to english: "foils allegedly bloated / protective caps loose"

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on no sample, the complaint could not be confirmed.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle cap was loose inside the unit packaging, which was found damaged and "bloated" during use. The following information was provided by the initial reporter, translated from german to english: "foils allegedly bloated / protective caps loose"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle cap was loose inside the unit packaging, which was found damaged and "bloated" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "foils allegedly bloated / protective caps loose."